Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
A health care provider (hcp) reported via a manufacturing representative that after the implantable neurostimulator (ins) was replaced due to normal battery depletion, the patient lost therapy and high impedances were measured. Impedances were measured to be greater than 40,000 ohms on contacts 1, 2, 3, 9, 10, and 11. The cause of the event was unknown. An x-ray was done and there were no breaks or other problems. A revision was done on (B)(6) 2016. During the revision, the extensions were disconnected from the ins. The extensions looked normal and impedances of the extension and leads were normal. The hcp stated that it looked as if there was blood in the connector block. The ins was replaced and the issue was resolved. The patient was alive with no injury.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (s/n (B)(4)) found no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.